Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (43 mg/dl) due to the pump's basal rate setting being too high and the customer not eating enough. Customer consumed carbohydrates to address the low bg. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.